Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that one grip close cable was broken at the distal idlers. The idler pulley spun freely. The cable segment stuck out at the wrist. The other cables at the wrist were undamaged. The strands stuck out in between the grips measured approximately .715 in length. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. Failure analysis also observed the pulley where the cable was broken exhibited multiple indentations on the edges and scratch marks on the surface. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the damaged cable could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that the mega needle driver instrument wire was noted to be broken during a da vinci hysterectomy procedure. No fragments fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.